Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed power loss. Customer's blood glucose was 159 mg/dl. Customer stated the alarm occurred multiple times after the battery had been in for at least an hour. Customer was advised to reset the device for an hour, alarm reoccurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was programmed and monitored for 5 days, no unexpected power loss alarm noted. The battery was removed and reinserted with no unexpected power loss alarm noted. The sleep current was within specification. The insulin pump passed self test and displacement test. The insulin pump had minor scratched display window and scratched case.